Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D9, h3, h6: the actual device has been returned and is currently pending evaluation. Once the investigation has been completed, a supplemental medwatch report will be submitted accordingly. UDI: (B)(4).

Event description:
It was reported from taiwan that the motor device was overheating. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The date of event was unknown but was known to have occurred in 2023. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: the device was visually inspected as received from the customer. It was found that the device failed visual inspection due to the the adhesive joint from the connector shell has come loose. The device failed the following inspection criteria¿s during the pre-repair diagnostic assessment: visual assessment break out box motor assessment swivel assessment attachment assessment temperature verification noise assessment air pump assessment connector loctite assessment during the assessment in the service center switzerland it was found that the adhesive joint from the connector shell has come loose which is covered under the CAPA in our quality system. In addition, it was found that during disassembly, various detergent residues, heavily soiled and rusty components were revealed, which indicate improper or insufficient maintenance. The inner tube and the shield internal were completely torn in the "swivel" area. Also, the device is over heating. The found foreign substances and corrosion inside the device led to higher friction inside and to the overheating device. The cause for the loose connector shell is a confirmed manufacturing error, that is covered under a CAPA. The cause for the other failure is due to normal wear. Review of the device history record(s) showed that there were no issues during the manufacture of this product which would contribute to this complaint condition.